Event description:
Customer reportedly received the following results on the compact plus within 10 minutes: 40 mg/dl, 85 mg/dl, and 86 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspected device, however, customer no longer has the test strips; replacement was sent.